Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with leak from the bending cover and instrument channel. The insertion tube was observed with deep dents on the insertion tube. The identified parts needs to be replaced. Device was placed for repair. Based on evaluation findings, the reported failure likely attributed to users handling and or maintenance issue.

Event description:
It was reported that the device was found with image issue. Image loss was noted, screen went blank when the insertion tube deflects. There were no further details provided regarding the reported event. No patient involvement. No user injury was reported.

Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.